Event description:
The customer reported communication errors between the table and workstation. The 2800 system was displaying table communication failure at boot up.

Manufacturer narrative:
The ge service rep inspected, the 2800 system and confirmed table communication failure. Checked all cables/connectors at tgi pcb, motron pcb and power distribution pcb, all ok. Also checked 5v, 12v, 24v at the power distribution, tgi and motron, all within spec. Found the motron pcb causing the table communication failure. Replaced the motron pcb, fiber optic cable and performed all calibration procedures per the 2800 service manual. Tested system using all functions. System operates as intended.